Event description:
The hill-rom service technician received info indicating that the beds left foot siderail unlatched, the pt fell and was injured. The pt positioning monitor (ppm) also did not alarm. The facility would not release info regarding the pt's injuries and would not allow the hill-rom service technician to inspect the bed until they have completed their own investigation which could take up to one month.

Manufacturer narrative:
A f/u report will be sent once the customer discloses their investigation.